Event description:
Performing bilateral lumbar laminotomies at l3 and l4-5 and end of procedure, knife blade tip broke off resting on l4-5. No harm to patient at time and no anticipation of further harm to patient.